Manufacturer narrative:
The soft cannula was observed to be damaged. It is unknown how or when this damage occurred. Though the cannula was damaged, the download data shows no timeouts or drive stalls that would indicate a failure to deliver insulin. No other components were observed to be damaged. A leak test was performed and no leaks were found along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours on the leg. For treatment, the grandparent changed out the pod. The pod was leaking.